Event description:
It was reported that the patient had an implantable neurostimulator (ins) and it ¿failed.¿ the patient stated that the rechargeable ins failed in that it would not take a charge any longer at the point they got it replaced. The patient stated that they felt there was a malfunction with the past ins ¿because it felt like it was going to burn through [the patient¿s] skin. The patient stated that they complained that the ins would get hot and it would ¿feel like it was going to burn through the skin.¿ the patient stated that they were not sure if that was because they lived in a warm climate state at the time but they thought there might be something wrong with the ins. The patient stated that they had to recharge it every three days. The patient stated that their amplitude settings were in the 7.0 to 8.0 range and they ran it all the time. The patient stated they were having a lot of ¿issues¿ with the ins implanted in the abdomen. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but have not sought further help. The reporter stated they had plenty of concerns.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3487a-33, lot# v137276, implanted: (B)(6) 2008, product type: lead. (B)(4).